Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 20 cm distal to the df4 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 22 cm distal to the df4 connector pin the inspection revealed a rubbed through insulation. The conductor cable to the ring electrode was found fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. In addition, deformations of the inner coil close to the is-1 connector pin were found. Which were most likely caused by overrotation of the inner coil during the retraction of the fixation helix. The deformations of the shock coil occurred most likely during the extraction procedure. Proximal to the ring electrode a small loop of the conductor cable to the ring electrode was found outside the lumen indicating tensile forces applied during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 9 months after the implantation this lead was explanted due to oversensing with inappropriate shocks.